Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid leaking from the right side of the diluter by the flow cell of the coulter lh 750 hematology analyzer. Customer reported that they were not able to find the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the tubing at pinch valve (vl 65) was leaking through a pinhole. Vl65 runs from the differential segment valve (port 8) to the differential mixing chamber. The fse replaced the tubing. There was no further evidence of leaking after replacement of the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).